Event description:
Angioplasty wire unraveled and broke off during removal at end of case. Attempt to retrieve wire not successful. Decision made to attempt retrieval during repeat procedure scheduled for 2 days later. Were able to snare retained wire during second angioplasty procedure. Reason for use: severe pvd with sudden onset of right foot pain and cool foot.